Event description:
A distributor reported to baxter that a customer complained about a transfer set where the 'white and blue part doesn't click and seal correctly'. No injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a transfer set that doesn't 'click or seal' correctly. A likely root cause is the use of environmental stress cracking agents (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.